Event description:
A report was received that alleged during use of the device, a portion of the device needle broke and remained inside the pt. The user facility reported that the needle fragment was not removed from the pt. No adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.